Event description:
A reporter called to submit a report about a CPAP device reactions he experienced for over a year. The reporter stated that he has experienced eye burning sensation, eye pain, migraine, headache, nausea ever since he started using this device. He also stated that the device made his heart, liver, and kidney preexisting conditions worse. He also developed a new condition like wheezing and some sort of buildup in his lungs. He said as a result of this issues, he was put on inhaler. He said his ent specialist confirmed that he has allergic reaction to the CPAP device.